Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was cut which resulted in a leak. During priming, it was observed that the tubing was sliced apart. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between september 28, 2021 to september 29, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a cut in the tubing. The reported condition was verified. The cause of the condition was due to incorrect tubing placement as part of the coiling operation during the manufacturing process. This cut was generated by the blades of the packaging machine. Should additional relevant information become available, a supplemental report will be submitted.